Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the exposure was not working. Review of the system log file showed that "no connection with fd controller" error. Upon inspection, fse found the issue with the flat detector controller power output not working. Fse replaced the fdc power supply. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It has been reported to philips that the nc power supply is misbehaving. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. The investigation is ongoing. A follow up report will be submitted when further information is received.